Event description:
The facility's technician reported an infusion pump with a 403 failure code which occurred during patient use. The technician stated that there have been no reports of any patient incident involving the pump since the last baxter service event. The biomed stated that there was no report of any patient injury or medical intervention when the failure occurred. Information was requested by baxter regarding specific pt info, pump programming and set-up information, tubing product code and lot number in use and the medication involved if applicable, but no additional information was available. Additional contact information was requested but not provided.